Event description:
Engineering initiated an investigation based upon failures of the quik-combo therapy cable which connects to the product. A failure of the cable could result in an inability to use the product pacer or defibrillator function.